Event description:
During an in-clinic follow-up, the battery longevity of the device was shorter than expected. Premature battery depletion was suspected. No intervention was performed at this time. The patient was stable and will continue to be monitored.